Event description:
It was reported that (1) device was used during a left hemicolectomy. It was reported by the affiliate that the tct75 device was cutting normaly, but had very poor staple formation. Sometimes there were no staples in the tissue. Another device was used to complete the case. There was no consequence to the pt.